Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no actions were taken to resolve the marker remaining in patient as it was the distal aca. Mca was treated with sr first evt, then aspiration was added, unsuccessful after multiple attempts. The physician's hypothesis was the pinching of the cello may have dislodged the marker.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
'It was reported that during the treatment for a proximal m1 ischemic stroke using a cello and phenom catheter, several complications occurred. The cello catheter kinked in the aortic arch, which led to the kink and detachment of the phenom catheter tip. This detached tip lodged in the distal anterior cerebral artery (aca), causing an additional blockage. The procedure was unable to open the middle cerebral artery (mca), resulting in a tici 1 score, indicating incomplete reperfusion. The primary deficit was due to the inability to open the middle cerebral artery, compounded by the new blockage in the distal anterior cerebral artery. A small amount of the catheter, specifically the radiopaque marker, remained in the patient. There was friction or difficulty during injection. The catheter tip was entrapped. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU. The patient underwent an endovascular thrombectomy (evt) for the proximal m1 stroke. The vessel tortuosity was normal, and the access vessel was the femoral artery. The patient was alive but with injury following the event.'

Event description:
Additional information received reported that nothing was being injected (treating an evt). The distal tip was dislodged, a small amount, the distal tip marker.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.